Event description:
It was reported that the system would intermittently reboot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power supply, motherboard, and a defective cable. System operates as intended.